Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code - e231501.

Event description:
It was reported a customer's mother was using medihoney gel (ID 31805) for standard wound care management. Shortly after application, she began developing severe signs of leg infection, including redness, extreme pain, swelling, pus, and hospitalization, which caused significant medical injury, physical distress, and financial burden. Medihoney was applied by a healthcare professional on (B)(6) 2025 to treat a surgical wound due to an ankle fracture. The infection started on (B)(6) 2025, and the medihoney was discontinued on (b))6) 2025. The patient's leg wound has healed, but she is still taking antifungal medication. According to information provided, the patient has no comorbidities or health conditions that affect healing. No culture was taken to identify the type of infection.